Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.

Event description:
Adverse event: cerebral hemorrhage, death. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial, that during a right common carotid artery stenting procedure, after stent implantation, the pt with a known cerebral aneurysm, experienced a rapid decline into cardiac arrest. Cardio-pulmonary resuscitation (CPR) with intubation was performed successfully. CT scan showed a large hemorrhage caused by a ruptured cerebral aneurysm and brainstem herniation. The pt went into cardiac arrest a second time and was removed from mechanical ventilation resulting in death. Although requested, there was no additional info provided. Additional info reported that the emboshield would not cross the heavily tortuous lesion. No embolic protection device was used for the procedure.